Manufacturer narrative:
Report required by FDA for eua.

Event description:
User reported two false positive result. Negative by rapid antigen and pcr. This is report 2 of 2. See related report FDA 3014862188-2023-00018- initial final- I-srs-c-01-c10443-mrr.